Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump keypad was unresponsive. Additionally, the drive support cap detached from the device. The insulin pump can no longer rewind. The patient's blood glucose at the time of incident was 218 mg/dl. The out-of-warranty insulin pump will not be returned for analysis.